Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, (B)(4) of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Per mhra ref: (B)(4), it was reported that during patient care, the autopulse platform (sn(B)(4)) stopped compressions and displayed user advisory (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 15 (position < minimum patient depth position at start of take-up), (ua) 17 (max motor on time exceeded during active operation), (ua) 44 (battery voltage too low during compression), (ua) 45 (driveshaft not at "home" position after power-on/restart) and replace battery error messages. Following this, the crew reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead. Per user, the patient's outcome was not related to the autopulse platform.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions and displayed user advisory (ua) 02 (compression tracking error), (ua) 17 (max motor on time exceeded during active operation), (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 01 (low battery warning) error messages were confirmed during the archived review, but not during the initial functional testing. However, the customer reported (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 15 (position < minimum patient depth position at start of take-up), and (ua) 44 (battery voltage too low during compression) were not confirmed during the archived review or the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The probable root cause for the reported complaint was due to the stiffness of the patient's chest associated with a large size. The autopulse platform was tested with the normal size manikin (30:2 compressions) for 30 min & continuous compressions for 30 min and with the large manikin (lrtf) (30:2 compressions) for 35 min & continuous compressions for 25 min without any fault or error. During visual inspection, there was no physical damage observed on the autopulse platform. However, unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in april 2014 and is more than 6 years old, well beyond the expected service life of 5 years. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. A review of the archive data log file indicated the autopulse stopped compression multiple times due to user advisory (ua) 17. Based on the archive review on the customer reported event date, li-ion battery sn (B)(6) (1429 mah remaining capacity) was used. The device was powered on had 2 sessions (performed 1124 compressions and 5 compressions) and then stopped due to user advisory (ua) 17. The take-up target value and the (max load sum exceeded 229 lbs.) Indicates the patient chest circumference is large in size and stiff to compress. The user pressed restart to clear the error. The autopulse continue being used with the same battery and the platform repeatedly stopped compression several more times to user advisory (ua) 17. Also, the archive shows the presence of user advisory (ua) 01, (ua) 02, and (ua) 45 error messages, confirming the reported complaint. The error messages (ua) 02 and (ua) 45 were cleared by the user and the (ua) 01 error message was cleared after the battery was replaced. Per the autopulse maintenance guide, user advisory (ua) 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and/or press restart to clear the ua. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The user advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.